Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for the left ventricular automatic threshold (lvat) test. Boston scientific technical services (ts) was consulted and discussed the presence of fusion beats and was not able to determine capture on this lead. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.